Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 600 pro synchron system failed ion selective electrode (ise) calibration following completion of routine scheduled customer bi-weekly maintenance. Upon inspection of the ise module, the customer observed overflow at the flow cell drain chamber. The operator was wearing personal protective equipment consisting of gloves and a lab coat during the event. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A third party vendor's biomedical service engineer evaluated the instrument and replaced the ise drain valve to resolve the issue. (B)(4).